Event description:
The customer reported blood leaking from the bond at the recirculation bag. The customer noticed the blood leaking from the bag during the second cycle. The procedure was aborted, with no return of blood/products to the patient. The customer stated that the patient was stable. No service order was generated. Pictures have been returned for evaluation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photographs confirmed that the tubing port from the recirculation bag to the photoactivation module was torn. The root cause for the tear in the recirculation bag at the port is unknown. A material review for the two mating parts found no nonconformances. Kits are 100% leak tested during manufacturing, so the tear likely occurred afterwards. It is possible that the tear occurred upon installation, thus creating a leak path where the tube port meets the pvc bag seal. No manufacturing defects were identified during the review. A review of the device history record did not identify any related nonconformances. (B)(4) device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot c746 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for this complaint category. This assessment is based on information available at the time of the investigation. The analysis of the photos is in progress. A supplemental report will be filed when the analysis is complete. (B)(4).